Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8835 lot# serial# (B)(4) product type programmer, patient product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2013: product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 : product type catheter (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a lot of pain. The patient reported that its been "for a while, (B)(6) 2014." It was reported that (B)(6) 2014, the patient told their healthcare provider (hcp) that their pain was getting worse. The hcp tried for an "rf injection," epidural injection and facet lock but they were denied. It was reported that on (B)(6) 2014, the physician took the morphine and clonidine out and put dilaudid in the patient's pump. The patient was released from their physician due to insurance coverage. The hcp had not finished dosing the dilaudid. The patient reported they were working with a chiropractor and requested a us physician listing. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information) information was received from a consumer regarding a patient receiving lioresal at a unknown concentration and dose via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome . It was reported the patient had pain that steadily increased in the beginning of 2014. By (B)(6) 2014, the patient's pain was so severe they could not drive, missed family functions, and lost over 20 lbs. The clinic noted lumbar radiculopathy in the patient's assessment. A radiofrequency lesioning was performed in (B)(6) 2014 to help ease the pain. In (B)(6) 2014, the clinic increased the patient's morphine intake and added new prescriptions to address the growing, exquisite pain. By (B)(6) 2014, the pain was unbearable and the patient continued to lose weight. It was mentioned the pain would awake the patient at night and interfered with all activities of daily living. By the end of 2014, the pain was so severe the patient could barely walk or function in a meaningful way. The patient was forced to stop working and stop all meaningful interaction with family and friends. The patient noted suffering from depression and anxiety. The patient was referred to a new physician and on (B)(6) 2015 a significant amount of granuloma around the intraspinal catheter was found. On (B)(6) 2015, the patient had an appointment with a neurosurgeon and parts of the granuloma that was developing around the tip of the catheter was removed. The surgeon was unable to dissect the scar tissue entirely as the growth was attached to the spinal cord. For the rest of 2015 and all of 2016 the patient tried to manage their pain due to the granuloma surrounding their spine and pump malfunction. The patient had to spend two full weeks in a live-in rehabilitation facility. To this day the patient still lives with the pain due to the granuloma.